Manufacturer narrative:
Manufacturing site evaluation: samples received: (B)(4) units catgut chrom 3/0 (3) 75cm hr22 were received in sealed original packaging. Analysis and results: there are no previous complaints of this code batch, the stock was reviewed. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Analysis samples: tightness test of tensile strength in the knot to the samples received has been performed and the units are tight. Also, tested the knot pull tensile strength of the samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread broke during surgery, the suture breaks or the unthreads during procedure, several sutures were required for the procedure.